Event description:
The following info was reported to kci by the physician: prevena therapy was removed from an oncology pt's abdominal wound 1 day early allegedly due to a severe infection. The physician reported the foam was saturated, and that the device had a good seal with no alarm conditions. On (B)(6), 2014, the following info was reported to kci by the physician's nurse: prevena therapy was applied to the pt's abdominal wound, and after 6 days of therapy, the would allegedly appeared infected. The wound was "opened" at bedside, and the pt was placed on antibiotic therapy. The pt's wound was reportedly healing, and the physician was planning on re-applying v.a.c. Therapy. Dates not provided. No add'l info is available. The device's serial or lot number was not provided, therefore, kci cannot conduct a device eval of the unit.

Manufacturer narrative:
Based on the info provided, it cannot be determined that the alleged infection is related to prevena therapy. The physician reported that the device had a good seal, and did not experience any alarm conditions. Kci has not been able to obtain sufficient info to establish a root cause. There have been several attempts made to gather add'l info, but there has been no response.